Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported shaft separation was confirmed via returned device analysis and was most likely related to handling. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 2.75x15 mm multi-link 8 shaft separated during preparation of the device and could not be used. Another unspecified device was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: there was no resistance felt during removal of the device from the hoop. There was no clinically significant delay in procedure. No additional information was provided.